Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level of 182 mg/dl.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows that the device completed first and second priming sequences before being deactivated. First prime completed earlier than expected at pulse 32. No timeouts or drive stalls were observed in the pod data. However, rotational sensor malfunction was present in the data. Thus, the device was reset and paired with a master pdm to deliver a (B)(6) unit bolus; the bolus was successfully delivered and the rerun data showed no timeouts or drive stalls. There was also no presence of a rotational sensor malfunction in the rerun data. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear. Thus, the rotational sensor malfunction is the cause for first prime completing earlier than expected, which did not allow the device to deploy the needle. The commutator cap was inspected and found contamination on the tab of the cap. Although contamination was observed on the commutator cap, it could not be determined if this was the cause of the rotational sensor malfunction considering that the error did not replicate in the rerun data.